Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump buttons was hard to press. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump had battery compartment broken and stripped, rejected new batteries, hairline fracture on the screen and motor and rewind issues and random no delivery message. Customer reported that they received no delivery alarm during prime. Customer reported event was resolved by complete set changed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.